Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the lifestent stent to treat a left lower limb coldness, swelling and pain for three months was diagnosed with lower limb atherosclerotic occlusive disease, and percutaneous lower limb angiography plus stent implantation was performed and implanted in the superficial femoral artery. A life stent was implanted, but the stent became entangled in the first section of the second half, unable to expand normally, and the stent could not be removed. The operator ended the procedure after expanding it with a balloon. The stent was deployed using the regular deployment steps.

Manufacturer narrative:
H11: the initial MDR was inadvertently submitted with a g3 date of 04/07/2025. The correct g3 date is 04/08/2025. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided x-ray images demonstrate the placed stent proximal of the knee, and an hour glass like deformation is visible which confirms stent twisting. The images do not confirm removal difficulty. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for stent twisting. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU closely describes holding and handling of the system during deployment; in particular the IFU state: 'firmly hold the black system stability sheath throughout deployment. Note: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' Regarding pta the IFU state: 'predilation of the lesion should be performed using standard techniques.' Regarding access/ accessories the IFU state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire (...).' H10: b5, g3, h6 (device, component). H11: e, h6 (patient, method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the lifestent stent to treat a left lower limb coldness, swelling and pain for three months was diagnosed with lower limb atherosclerotic occlusive disease, and percutaneous lower limb angiography plus stent implantation was performed. A life stent was implanted, but the stent became entangled in the first section of the second half, unable to expand normally, and the stent could not be removed. The operator ended the procedure after expanding it with a balloon. The stent was deployed using the regular deployment steps.